Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the handle mechanism of a synfix evolution aiming device holder became stuck. It is unknown if there were a procedure and patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history: part: 03.835.004, lot: l767068, manufacturing site: (B)(4). Release to warehouse date: 07.feb.2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Investigation summary of mfg evaluation: the shipped device 03.835.004, synfix evol halt f/zielgerät with the lot l677300 is in proper condition. Some grinding traces on the outer diameter 9 f7 (e) of the component shaft 60123836 can be seen. This indicates normal wear and tear. No significant damage or marks on surface. The flow 2 ¿device interaction/functional¿ was selected according to the complaint description. The execution of the function investigation was carry out according to the valid inspection sheet and passed the tests successful without jamming issues. However, the dimensional inspection took place, according to the valid inspection sheets at that time. During the dimensional inspection, it was found out that the outer diameter ø9f7 of the shaft 60123836 is deformed and no longer as specified. If the instrument is connected to the counterpart via coupling, deformation of outer diameter occur if excessive force is applied during use. The hardness was measured and the results are within specification. If the instrument is connected to the counterpart via coupling, deformation of outer diameter occur if excessive force is applied during use. On both parts the hardness was measured and the results are within specification. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.